Event description:
The following has been reported: biomed reported: 'red service needed error. Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 1 leak failure. During startup the pump alarmed during the pneumatic self check period. The pneumatic assembly was tested and failed hardware testing consistent with a valve 1 leak. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they will be removed and replaced.